Event description:
Per mom- states cadd ms3 pump (B)(4) is not working correctly. Screen was showing about 30 hours of medication left in the syringe, alarm blockage detected, then checked the syringe and there was no medication left. The dressing was wet like the medication leaked out somehow but the site and tubing was still in place. Mom changed site, tubing and pump and it is running fine. They do not feel comfortable using that pump again. No adverse events resulted, unknown how long pt was without medication. Replaced pump. No other information is known. Dose or amount: 120ng/kg/min. Frequency: cont. Route: sq. Dates of use: (B)(6) 2015 to ongoing. (B)(4).